Manufacturer narrative:
The MFR did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's ref number of this file is (B)(4).

Manufacturer narrative:
It was reported that patient was brought on emergency to the hospital; a broken ncb (implanted on (B)(6) 2015) was diagnosed. X-ray dated (B)(6) 2015 showed a left femur with broken ncb plate and with probably consequent bone breakage (it was not known if the breakage of the bone occurred again exactly at the place were the patient suffered a breakage when the plate was primarily implanted but is highly probable, especially because some wire were visible on the image, located close to this region). Patient had an unknown bicondilar knee implant, no other conspicuous information. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Possible causes for the reported event according to dfmea: breakage of implant, due to movement between implants led to notching / fretting. Possible: the patient was treated with a total knee arthroplasty. Breakage of implant, due to chemical / galvanic / crevice corrosion of material. Possible: plate not returned. Breakage of implant, due to wrong interpretation of in situ device position and/or dimension. Possible: only 1 x-ray returned and no surgical report available for investigation. Breakage of the implant, due to wrong interpretation of x-ray template for dimensions possible: only 1 x-ray returned which shows the already broken plate. No surgical report available. No intraoperative (of the primary implantation) information provided. Breakage of implant, due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Possible: product not returned for investigation breakage of implant, due to user defined incorrect placement of the spacers and plate. Possible: only 1 x-ray returned which showed the already broken plate. No surgical report available. No intraoperative (of the primary implantation) information provided. Breakage of implant, due to user perform improper handling of the plate during insertion. Possible: only 1 x-ray returned which shows the already broken plate. No surgical report available. No intraoperative (of the primary implantation) information provided. Breakage of the implant, due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. Breakage of implant, due to wrong/ incomplete information about limitation and postoperative restriction. Possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. Breakage of implant, due to patient do not follow the postoperative protocol. Possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that a ncb pp prox fem plate, l, 15 h, l 324mm was implanted on (B)(6) 2015 on the left side. On (B)(6) 2015 the patient was experiencing leg pain. X-ray showed a breakage of the plate. A revision surgery was not yet reported to us.